Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint that ¿the insulation at the front of the mcs was defective¿. Failure analysis found the primary finding to be related to the reported issue. The instrument tube extension exhibited signs of scratch marks/abrasions. Tube extension scratch marks measured roughly 0.206¿ x 0.033¿. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The complaint regarding physical damage to the instrument was confirmed by failure analysis. An additional observation not reported by the site were also observed. The mcs instrument was found to have blade damage. Both blade edges were indented, which prevented the blades from closing.

Manufacturer narrative:
Based on the claim against the product by the customer noting damage, an investigation was completed to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. The monopolar curved scissors (mcs) instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged the mcs tip cover accessory was damaged. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using a energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the insulation at the front of the monopolar curved scissors (mcs) instrument tip cover accessory was defective. The procedure was completed with no delays and no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified after reprocessing. The mcs instrument tip cover accessory was defective.